Manufacturer narrative:
Device was returned for low battery alarm and power error 25 confirmed in the device history. Detailed trace analysis confirmed the device alarmed low battery then alarmed 25 was triggered when the backup battery unloaded voltage was less than 3.7 volts for consecutive 240 minutes due to non-sleep anomaly software error. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing. Device communicated properly with the test guardian transmitter and tested with glucose sensor simulator.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had audio issue. The customer¿s blood glucose was unknown. Customer stated that insulin pump did not give audio signal anymore when battery needs to be replaced. Customer also stated that they did audio test and there was no difference noticed. Customer also stated that insulin pump had turned off and they was not woken by an alarm. The insulin pump will be returned for analysis.